Event description:
It was reported that the device was leaking fluid during testing at the user facility. As this occurred during testing, there was no patient harm or adverse consequences. No medical intervention or delay to procedure was reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was leaking fluid during testing at the user facility. As this occurred during testing, there was no patient harm or adverse consequences. No medical intervention or delay to procedure was reported with this event.